Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized. The reported blood glucose reading at the time of hospitalization was 550 mg/dl. Troubleshooting for the high blood glucose was not performed due to the buttons on the insulin pump being unresponsive.